Event description:
It was reported that during a shoulder arthroscopy procedure, after the surgeon implanted the anchor, the thread broke and separated from the anchor unit. The account reports that this has occurred before. The procedure was completed successfully with another item.

Manufacturer narrative:
A quantity of three units were implicated in this event. A separate medwatch report will be issued for each individual unit. Add'l info will be provided once the investigation has been completed.